Manufacturer narrative:
Reportedly, the customer filled the cartridge with 50-60 units of insulin. The t:slim g4 user guide directs the user to fill the cartridge with a minimum of 95 units. Therefore, the minimum fill notification was valid and the pump performed as intended. Event was inadvertently submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill estimate message. Tandem technical walked the customer through a second load with no issues. Customer&#38112;blood glucose levels were not impacted.